Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was duplicated and the pace/defib engine assembly was replaced to remedy the reported problem. Analysis for reports of this type has not identified an increase in trend.